Event description:
Same case as MFR # 2134265-2010-04889, 2134265-2010-05009. It was reported that during a stenting treatment procedure, withdrawal resistance occurred. The 80-85% stenosed target lesion was located in the non-tortuous and non-calcified mid left anterior descending artery (lad). A kinetix guidewire was placed in the lesion and then a 2.75x20mm taxus liberte stent delivery system (sds) was advanced to the lesion and successfully deployed. While removing the sds over the wire it was noted that systems became ''gummy'' and the physician experienced difficulty withdrawing the sds. The device was successfully removed from the patient and then a 3.0x8mm nc quantum apex balloon catheter was advanced over the kinetix guidewire for post dilation. After inflation of the balloon, the balloon catheter and guidewire were removed from the patient as a system. Once outside the patient, the physician felt resistance while trying to remove the balloon catheter from the wire; however, the devices were able to be separated. It was noted that the physician felt resistance on the last 100cm of the guidewire. The procedure was successfully completed with no patient complications reported and the patient's condition is okay.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex catheter with no original packaging with a kinetix guidewire. The returned kinetix guidewire was tracked through the wire lumen of the catheter without any difficulties. Visual and microscopic inspection revealed no damage or irregularities regarding the catheter. Product analysis could not confirm the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR # 2134265-2010-04889, 2134265-2010-05009. It was reported that during a stenting treatment procedure withdrawal resistance occurred. The 80-85% stenosed target lesion was located in the non-tortuous and non-calcified mid left anterior descending artery (lad). A kinetix guidewire was placed in the lesion and then a 2.75x20mm taxus liberte stent delivery system (sds) was advanced to the lesion and successfully deployed. While removing the sds over the wire it was noted that systems became "gummy" and the physician experienced difficulty withdrawing the sds. The device was successfully removed from the patient and then a 3.0x8mm nc quantum apex balloon catheter was advanced over the kinetix guidewire for post dilation. After inflation of the balloon, the balloon catheter and guidewire were removed from the patient as a system. Once outside the patient, the physician felt resistance while trying to remove the balloon catheter from the wire; however, the devices were able to be separated. It was noted that the physician felt resistance on the last 100cm of the guidewire. The procedure was successfully completed with no patient complications reported and the patient's condition is okay.